Event description:
A surgeon reported observing postoperative glistenings, with microvacuoles and a milky fog, following implantation of monobloc monofocal intraocular lenses (iols). This occurred several tims on unidentified pts. The surgeon reported the glistenings involve the pt experiencing discomfort from postoperative follow up procedures such as optical coherence tomography (oct) examinations and non systemic clinical nor visual consequences such as loss of one reading line. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. No further information is expected. No further information is expected. (B)(4).